Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation? Yes. D10: returned to manufacturer on: (B)(6)2020. H6: investigation summary the complaint of false positive results with the sars-cov-2 assay was reported against the bd max instrument catalog number 441916, serial number (B)(6). The complaint is confirmed. Screened readers and new heater mux were installed. Instrument turned over to customer. The investigation consisted of a review of the customer complaint and service notes, previously investigated parts, the complaint history for the instrument, and related customer complaint data. No new risks, trends, or hazards were identified based on this investigation. There is an open CAPA (1632720) for max result complaints. Bd quality will continue to closely monitor for trends.

Event description:
It was reported while using the bd max clinical instrument, there were 11 false positive results for the covid assay. The customer performed repeat testing by another method and all samples were negative. No course of treatment was changed.

Manufacturer narrative:
Additional 510k number: k130470. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using the bd max clinical instrument, there were (B)(4) results for the covid assay. The customer performed repeat testing by another method and all samples were negative. No course of treatment was changed.